Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) of 520 mg/dl. A manual insulin injection was used to address bg. Upon troubleshooting with tandem technical support, it was discovered that the cartridge push rod was in an extended position due to the customer not initiating the load cartridge process on the pump. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.